Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿IV pump rate set by nursing. When nursing returned to the bedside, IV fluid had run in faster than the set rate. No harm to the patient."